Manufacturer narrative:
Updated fields- b4, e1, g3, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the unit was recognized being plugged in but not charging the batteries. The unit was appeared to be docked but was not docked. The fse pulled battery 1. Helium tank compartment cover partially set in place, with the helium tank tray partially sticking out. Helium tank compartment cover appeared to be forced into place. Opened the helium tank compartment cover. Identified the helium tank knob sitting inside the compartment, precluding helium tank tray from closing, hence why the helium tank tray being partially seated. Once this issue was remediated but adjusting the knob placement the unit was able to start charging the batteries and be fully docked in the cart. The fse also found an unrelated issue a fault code 137 and replaced the video generator board. Finally the fse identified baby blue fiber optic connector on console, as remaining open. Replaced upper panel assembly, to ensure fiber optic connector remains covered while not being used. Upper panel assembly discarded onsite. Unit calibrated and passed all functional and safety tests per factory specifications. The following was performed by (B)(4), technician of the maquet failure analysis and testing (fat) department wayne, nj: sr. The failure analysis and testing department received the following parts associated with this complaint: sn: (B)(6) _fipc regulator, drive. Sn: (B)(6) _fipc regulator, drive. Sn: (B)(6) high pressure regulator. These parts were received with a reported unit failure message of display shows helium out and sometimes during use. The failure analysis and testing dept. Performed a visual inspection and found saline on all complaint parts and all complaint parts not in good condition. Adjustable screw was missing for one of the regulator, drive. Please see attached pictures. Due to saline on parts and missing adjustable screw on regulator, the fat dept. Cannot be able to investigate these complaint parts with cardiosave test fixture. It may damage test fixture. Retaining all complaint parts in the fat dept. Per procedure.

Event description:
N/a.

Manufacturer narrative:
Due to character limitation e1(event site name): (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that during use cardiosave intra-aortic balloon pump (iabp) was stuck in rescue mode. No harm reported.